Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m211013 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m211013 and test base part number 190-430 / lot m211013. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m211013 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not returned for analysis. However, a possible assignable root cause is patient sample interference.

Event description:
The customer reported a conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal sample. A patient who was admitted in their facility tested positive however the retest generated negative results. The patient was reportedly symptomatic with a fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number: 190-000j, that has a similar product distributed in the us, list number: 190-000. The investigation is still in progress. A supplemental report will be provided after completion.